Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not loading properly into the jaws and were not forming. The device also spit clips into the abdomen. All the clips were retrieved. Another device was used to complete the procedure. The procedure was prolonged, but unsure how long. There was no patient consequence or change in post-operative care for the patient as a result of the event.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku-multiple areas. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Continued to try to use the analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.   In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed nine clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.